Manufacturer narrative:
Fractured rv cables inside the connector boot was found consistent with fatigue. This fracture is consistent with the observation from the field of high, out of range, hv lead impedance.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, hv lead impedance was noted. The lead was explanted and replaced. The patient's condition is fine after the event.